Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, breast cyst. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 600cc mentor memorygel breast implant and experienced postoperative bilateral breast cyst and ptosis, and left-sided rupture. The patient had a phone consultation with a healthcare professional. The diagnosis of rupture was confirmed by a healthcare professional, based on the result of MRI performed on (B)(6)2020. The diagnosis of bilateral ptosis was confirmed on (B)(6) 2020. Mammogram performed on (B)(6) 2020 indicated bilateral breast cysts. As a result, the patient underwent bilateral removal and replacement with two 475cc mentor memorygel breast implant prostheses (catalog #: 3504751bc, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2020. This report is for the right-sided prosthesis.